Event description:
While paramedics were moving a patient from the ambulance to the hospital emergency room, the device allegedly displayed a paddles lead off alarm while the monitor continued to display the patient's rhythm. The patient's outcome was not reported.